Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with pain. The physician plans to convert to flat cut, doing poly swap and gutter debridement.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the talar component. A medical professional reviewed the received information and noted the following: ¿the tibial component seems to be intact and there are no clear signs of loosening, although very little radiolucence around the pegs. Radiographs might be helpful here. The pe is not visible in the CT-scan. Therefore it can only assessed indirectly. However, there are no clear signs of loosening or breakage. The tibial component does not show too much signs of loosening, but anteriorly there is a little radiolucency visible. Additionally the bone stock below the central area of the talar component looks condensed. This could be interpreted together with the anterior small cysts around the peg as a loosening and would match the surgeons statements.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with pain. The physician plans to convert to flat cut, doing poly swap and gutter debridement.